Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one of the patient's leads was explanted and replaced on (B)(6) 2020. Surgical intervention resolved the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 3006705815-2019-04622. It was reported that the patient was experiencing ineffective therapy. During reprogramming, it was revealed that the patient's right lead had high impedances. Reprogramming resulted in the patient receiving only partial coverage. Reportedly, the patient slipped in an elevator around 8-9 months ago, and that soon after the patient's therapy changed. X-rays did not reveal lead migration. As a result, surgical intervention is expected in the future to address the issue.